Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. This is a welch allyn loaner device that exhibited a reportable malfunction when returned from a customer and checked out by factory service. The device was put through a performance test that required the device to deliver 100 shocks. The device did not pass this performance test. Troubleshooting revealed the defibrillator pc board had failed. Factory service replaced the board. Once repaired, the device passed release testing and was returned to the loaner pool.

Event description:
After a routine checkout of a returned MFR-owned loaner device, performance testing was performed that requires the device to deliver 100 shocks. The device did not pass this performance test. No pt involvement.